Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. In (B)(6) 2025, the patient presented with angina and in-stent restenosis in the distal right coronary artery (rca) was treated with multiple poba balloons, a lithotripsy balloon, and a cutting balloon. A 2.75 x 16mm synergy drug eluting stent was successfully implanted resulting in 0% residual stenosis and timi 3 flow. The patient was discharged on dapt and brachytherapy was planned for a later day. In (B)(6) 2025, the patient presented to the hospital for staged pci of rca with brachytherapy and was admitted on the same day. Angiography revealed 60% in-stent restenosis of the distal rca which was successfully treated with a 3.50 mm nc balloon, a 3.50 mm cutting balloon and brachytherapy. Additional angioplasty was successfully preformed in the proximal rca. The event was considered to be resolved/recovered and the patient was discharged from hospital on the same day with dapt.